Manufacturer narrative:
Device not returned to manufacturer for evaluation. Device history record review did not show any issues.

Event description:
While testing the probe the shaft froze. The surgeon was made aware and decided to use it anyways while dripping warm water over the shaft to keep from freezing the skin.